Event description:
Bilateral capsular contracture, baker grade 3, right-side.

Event description:
Bilateral capsular contracture, baker grade 3, right-side.

Manufacturer narrative:
The device was returned intact and functional with light yellowing. No additional observations.